Event description:
It was reported that the patient presented with an acute myocardial infarct (ami) and chest pain level of 8 out of 10 and was admitted. Using a femoral artery access approach during a procedure of the moderately calcified, distal left anterior descending (lad) artery a 2.75 x 22 mm non-abbott stent was implanted in the proximal lad without reported issue. The 2.0 x 18 mm mini vision stent delivery system (sds) was being pushed and advanced in the anatomy but could not reach the lesion. Additional balloon dilatation was performed and the 2.0 x 18 mm sds was reintroduced to the anatomy and advanced, but again could not reach the distal lesion and was removed. The right coronary artery (rca) was being examined under fluoroscopy when something unusual was noted in the proximal stent area. The mini vision sds was examined and it was noted that the stent implant had dislodged off the balloon and most likely had caught on the stent implant and remained in the vessel. At some point in the procedure guide wire access was lost. The lad was rewired and balloon dilatations were performed using a 2.5 x 15 mm trek balloon dilatation catheter (bdc) and a 2.75 x 12 mm non-compliant non-abbott bdc at the area of the dislodged stent in the anatomy. The stent was crushed to the vessel wall at the level of the proximal stent. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. The patient was reported as non-symptomatic, chest-pain free and doing well. No additional information was provided.

Manufacturer narrative:
(B)(4). (B)(4) - re-insertion. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the instructions for use (IFU) states that an unexpanded stent may be retracted into the guiding catheter one time only. Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.